Manufacturer narrative:
A f/u telephone conversation was held with (B)(6) of (B)(6) in order to obtain add'l info regarding the event that was filed per medwatch report #(B)(4). (B)(6) noted that the clinician working with this pacu pt does not frequently manage pts with tubes and that there were many other things happening concurrently during the transport of the pt. She stated that since the incident they have read the instructions for use and also have gone online to atrium's website and reviewed the educational materials that are available on the proper use of the chest drain clamp. She recognizes that the situation was not a product deficiency and that it is more of an internal training and educational issue. The IFU is in a dedicated sleeve on the drain body to allow easy access. The color of the clamp was changed from clear to blue in 1999, based on customer feedback. The device product code and lot number were not provided in the report, therefore a device history record review was not conducted. A review of atrium's chest drain complaint history was performed and there were no other similar incidents found.